Event description:
It was reported that the pt experienced hypoglycemia requiring the administration of glucagon.

Manufacturer narrative:
The pump has not been returned to animas for eval. The pt is working with his certified diabetes educator to adjust his basal insulin delivery dosages and carbohydrate ratios. The pt has continued to use the pump with no reported subsequent events. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 11/18/2015-device evaluation: the pump has been returned and evaluated by product analysis on 11/17/2015 with the following findings: the black box data started on (B)(6) 2014; the black box data and pump histories for the time of the alleged incident were unavailable for review due to continued pump use. A review of the available total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation.